Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clear particulate matter was observed in a 4000 ml eva container. The drug was compounded into the device using an exactamix compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted clear particulate matter in the fluid pathway. The identified fibers were consistent with a cellulosic fiber such as paper or cotton. It is unclear the origin of the material, so the root cause is unknown. The numerous, small, clear, irregularly shaped particles were consistent with an eva material. As eva is contained in the bag, it is likely that these particles originated from the product or the manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.